Manufacturer narrative:
Result: erroneous data generated. Conclusion: a definitive root cause has not yet been determined. A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse replaced the main pipettor on the analyzer and performed the necessary alignments. All verification tests performed met specifications. No hardware issues were observed with the analyzer.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report lower than expected results for total triiodothyronine (total t3) for 1 patient sample assayed with access total t3 reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event. The customer had calibrated the total t3 assay twice on (B)(4) 2011. The first total t3 calibration had failed but the second calibration passed acceptance criteria. A definitive root cause has not yet been determined for this event.